Event description:
It was reported that a patient presented with a right ventricular lead that exhibited lead noise. During the operation to address lead noise, the physician observed a fracture on the distal lead body. Physician explanted and replaced the lead. Patient was discharged.

Manufacturer narrative:
External insulation abrasion was noted at 32.7-37.9 cm from the distal tip consistent with lead friction to device can. The ptfe coating was abraded at this location. The etfe coating was intact at this location. This is consistent with the observation from the field of noise.